Event description:
Dissection of proximal left main coronary artery before the first dye injection. Pt went to coronary artery bypass graft surgery (CABG) and was okay. Disseminated intervascular coagulation (dic) post CABG and pt died.